Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this complaint from the unites states reports that during a cori total knee arthroplasty the camera kept disconnecting and while using the speed pin quick connect adapter ¿ the pin got stuck in the driver and pulled completely out of the tibia. The surgeon switched to the 4.0 x 127 mm bone pin for the tibia. They were able to resume without any issue. There was no impact/harm/injury as a result of this reported event. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Damage from misuse or rough handling are likely probable causes of the reported event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that during a cori tka procedure, when using the 3.2 mm x 110 mm speed pins on the tibia, the pin got stuck in the speed pin driver. They tried to separate the pin from the driver, but it remained stuck and completely pulled out of the tibia as he pulled on the drill. They switched to the 4.0 x 127 mm bone pin for the tibia. They were able to resume without any issue.